Event description:
The customer stated a cell-dyn 1800 analyzer generated discrepant hemoglobin results for two patient samples. Data was provided for one of the patient samples. The patient generated an initial hemoglobin result of 7 g/dl. The patient was sent for a transfusion. Prior to transfusion the patient sample was run on a different analyzer and a hemoglobin result of 11.9 g/dl was obtained. The patient was redrawn and a hemoglobin result of 10.0 g/dl was obtained on the cell-dyn 1800 analyzer. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) - investigation in process, no results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that the user of a 16g biopsy needle was unable to obtain the tissue sample because of a gap at the notch. The gap was first observed after the initial firing in the patient. The tissue was collected with another needle. No patient injury reported.

Manufacturer narrative:
(B)(4). Evaluation - sample probe, sample syringe, and silicon tubings (s1 and s2), conclusion - sample probe and sample syringe worn out from normal use, clogged silicon tubings. In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a visit by an abbott field service representative (fsr), a search for similar complaints and a review of labeling. The fsr replaced a rusty sample probe and a leaking sample syringe, as they had worn out from normal use. The fsr adjusted the printed circuit board assembly and loose screws on the syringe drive. The fsr also replaced two clogged silicon tubings (s1 and s2). The fsr adjusted the hgb reference, ran precision and it passed. Tracking and trending did not indicate any adverse trend for the cell-dyn 1800 for the reported complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue was identified for the cell-dyn 1800 for discrepant hemoglobin results.